Event description:
A malfunction alarm was reported with the pump, identified by malf 3 and fault ID 0x2095. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer to put the pump into storage mode and return it using a pre-paid label within 10 days while ensuring insulin delivery through a backup pump. A replacement pump was arranged to be sent to the customer.